Event description:
On (B)(6) 2013, the patient underwent treatment of a 7.6cm abdominal aortic aneurysm with three gore excluder aaa endoprostheses. It was reported there was calcification noted in the proximal neck on the posterior wall of the aorta, but final angiography showed no evidence of endoleak and exclusion of the aneurysm. The patient tolerated the procedure. On (B)(6) 2013, follow-up imaging showed evidence of a proximal type I endoleak with the aneurysm reportedly stable at 7.6cm. It was reported the endoleak was caused by the calcification in the proximal neck. On (B)(6) 2013, an add'l procedure was performed to treat the proximal type I endoleak. After an add'l device was implanted proximally, final angiography showed that the endoleak persisted. The physician elected to conclude the procedure and will continue to monitor the patient. The patient tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.